Manufacturer narrative:
The package insert that accompanies this device provides a warning to not use the active tracking while using the blade. Per p/n 68e4093, accessory to straightshot m series handpiece and fusion ent navigation software, pg 1: "warnings: surgeons shall view endoscopic monitor while dissecting. Do not dissect with any m series handpiece while actively tracking the instrument in the navigation software. [...] Use of the axiem or fusion system may interfere with patient monitoring equipment. Position the axiem or fusion system and mobile emitter as far as possible from any such equipment, and use interference filtering if possible. If you continue to experience interference, abort use of the axiem or fusion system and call technical support."

Manufacturer narrative:
On 11/09/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/23/2015 a medtronic representative, following-up at the site, reported that upon inspection, advised the site to have their shaver repaired. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system monitor flickered when using the quadcut. All other instruments, suctions, probes were tracking normally. When using the quadcut the monitor flickered. No further details were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.